Event description:
It was reported that the spinal cord stimulation (scs) leads migrated down one vertebral level, resulting in inadequate stimulation coverage. It was noted that the patient did not experience the same therapeutic effect as the initial trial procedure, possibly due to lead migration shortly after implantation. Device programming optimization was attempted; however, the issue did not resolve. Therefore, the patient underwent a revision procedure where the leads were replaced. The patient was recovering postoperatively. The devices will not be returned as they were retained by the customer.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7080474. Brand name: clik x, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 33698578.